Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "vitrectomy probe was non conforming (would not cut)" (failure to cut). A nurse reported, the vitrectomy probe would not cut. The surgeon indicated this was due to extra adhesive seen on the metal portion of the vitrectomy probes on three or four paks opened before the case began. The patient had been prepped for surgery. There was a delay of about 5 minutes. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2010. (B)(4).